Event description:
It was reported that following an endoscopic retrograde cholangiopancreatography (ercp) procedure, an allergic reaction occurred. The target lesion was a malignant tumor in the bile duct. A 10x40 biliary wallstent had been implanted to treat the target lesion. The procedure "went very well". Six days later, the pt experienced an unspecified allergic reaction. The physician has not concluded that it was the stent. The pt's current condition is listed as "stable".

Manufacturer narrative:
Device analysis: the complainant indicated that the device would not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.